Manufacturer narrative:
In this case, analysis of the returned device did not confirm the reported torn dilator red o-ring. It was however, identified that there was a red particulate inside the silicone o-ring of the dilator. The red particulate (device contamination with chemical or other material) appears to be related to a potential product quality issue; therefore, exception (issue) 133839 was initiated for further investigation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. The investigation determined that the reported o-ring tear appears to be related to the user interpretation for the red particulate. The red particulate appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. H6. Removed code 2199 and added code 2645.

Event description:
It was reported that during preparation, when taking the steerable guide catheter (sgc) out. It was observed that the red rubber part of the dilator had peeled off and was observed in the column. Therefore, the physician decided to not use the sgc and replace it. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, when taking the steerable guide catheter (sgc) out. It was observed that the red rubber part of the dilator had peeled off and was observed in the column. Therefore, the physician decided to not use the sgc and replace it. There was no clinically significant delay in the procedure.